Event description:
Same case as 6000089-2005-01216, 01223, 01224, 01225, 01226, 01227, 01228. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues occurred. The mildly calcified lesion being treated was located in the tortuous, 60-80 % stenosed left anterior descending (lad) artery. The lesion was pre dilated. The physician implanted 2 taxus express2 drug eluting stents. It is unk what size and lot number stents went were associated with this event. After balloon inflation and deflation, the physician complained the balloon was sticking to the stent upon withdrawal of the stent delivery catheter. It is unk what maneuvers were used to remove the balloon successfully. The pt was reported discharged. Two other physicians, company assumes at the same facility, also reported to this physician that they have had sticky balloon issues in the last two months. The facility had the lot numbers of the stents involved but were unable to identify which stents belong to which sites or additional details on each event where the sticking balloon issue occurred.